Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coord reported that the sys controller alarmed and the pump turned off. It had multiple alarms before it turned off and the green light was not illuminated on the system controller. The system controller display had a white line crossing the screen which appeared after the system controller failed. Pt switched to the back up system controller, which resolved the issue.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported incident of a pump stoppage event was confirmed based on the evaluation of the returned system controller. In addition, the vertical lines on the lcd screen were also confirmed upon visual inspection of the system controller. The log file was downloaded from the system controller and it contained a white power cable disconnected from power and several events where both the white and black power cables were disconnected from power; however, the system controller continued to operate the pump at the fixed speed during these events. Further analysis of the log file revealed that a driveline disconnect flag was active. At that time the pump speed reduced to 0 rpm and the pump flow also reduced to 0 lpm. Subsequently, the driveline disconnect flag cleared and the pump resumed operating at the fixed speed. According to the log file, the driveline was disconnected again and the pump speed reduced to 0 rpm. The system controller was powered down at this time. The driveline disconnect that occurred at prior to the system controller power down was consistent with the reported event that the patient exchanged to their backup system controller. Throughout the log file there were numerous instances of low voltage ranging between 10.6 and 12.8 volts while connected to the power module through the 14 volt power module patient cable (patient cable). The expected voltage is 14 volts; however, the patient cable was not returned for analysis. The system controller was tested with our laboratory equipment and the pump stoppage event was not able to be reproduced. In addition, the specific cause of the vertical lines in the lcd was unable to be determined; however, the vertical lines did not affect the function of the system controller which powered the pump without issue during analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.